Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that patient was diagnosed with symptomatic pelvic prolapse, stress urinary incontinence (sui) secondary to bladder neck hypermobility and was implanted with a lynx sling on (B)(6) 2012. As reported by the patient's attorney, the patient underwent a lynx sling revision surgery on (B)(6) 2017 due to a diagnosis of "mechanical dysfunction of genitourinary device," sui, and dyspareunia. Boston scientific has been unable to obtain additional information regarding the event to date.